Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer called stating machine wasn't suctioning, ts with cx, water test, disconnected all tubing and reconnected, the canister lid made rattle sound. Fa will send bio box. Troubleshooting was performed and the issue was not resolved. The lot/serial number was not provided. There are no reports of impact/injury to the patient. Male wicks